Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined and tested for leaks. A pinhole tear was identified in the cuff shell consistent with wear at a fold. The pump was visually and microscopically inspected; however, no anomalies were identified. The component passed leak testing. Visual and microscopical examination of the balloon did not find any abnormalities. Additionally, the balloon passed the leak testing. Based on the information available and analysis results, the hole identified in the cuff could have led to the reported replacement procedure. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement due to unspecified reasons. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Upon receipt, product analysis of the aus identified a component anomaly.